Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. It was found on (B)(6) 2017 that two ends of cerclage passer are not matching each other; however it is unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. (B)(4). The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that while installing new cerclage passer, dividable forceps, large it was found that two ends of cerclage passer are not matching each other. There was no patient involvement reported. This report is for one (1) cerclage passer, dividable forceps, large this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Part 03.221.011, lot l034715: manufacturing location: (B)(4). Release to warehouse: september 14, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection has shown that the tips of the cerclage passer do not align when in the closed condition; tips are offset from one another by several millimeters creating a space. Furthermore, signs of wear and deformation are visible on the tips. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Furthermore these instruments are function checked per 100% before they leave the manufacturing site. Based on the provided information we are not able to determine the exact cause which has led to this damage. It is likely that a mechanical overloading situation, for example lateral stress, has caused the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.